Event description:
It was reported that a home patient experienced a leak from the patient line of a homechoice (hc) device. The patient was connected at the time of the leak. This event occurred during drain one of five of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the leak. The patient was advised to complete therapy by starting over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The sample was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.